Event description:
It was reported that the touchscreen was cracked and shattered, rendering it unresponsive and illegible for interaction. There was no adverse impact to the customer¿s blood glucose level since it did not exceed 500 mg/dl (27.7 mmol/l). The customer did not have a backup insulin therapy available and planned to reach out to a healthcare provider. Technical support arranged to replace the pump, and the customer showed interest in obtaining an out-of-warranty loaner pump due to the expired warranty.